Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
During a meniscal repair,t2 would not deploy. The suture was cut and t1 was left in place. No pt injury or complications resulted. No other information is available at this time.